Event description:
3/26/98-pt. In for chemotherapy. There was no blood return & the site would swell when trying to flush the port. Chest x-ray was done & noted that the mediport catheter was broken in half the mediport had not been used for approx. One month prior to the start of chemo the past two weeks. The pt does not know if the catheter had been flushed during that time. The mediport had been working well-up to 3/26/98.